Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called mentioning previously documented assistance with turning the device on/off. Patient then stated they thought they shut the stimulation off but noticed the stimulation was shocking.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced a shock down the back of their legs when coughing while laying in bed. The patient inquired about turning off the therapy and was instructed to use the mystim rc application to do so. The agent also reviewed the recharger application and advised closing all apps between uses. The patient was advised to contact their healthcare provider for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) called back stating that the equipment was not working/connecting. Pt said that they closed all of the apps on the handset and charged all of the devices. Pt went into the mystimrc therapy app during the call and communication was successful. Pt said that the device would not shut off last night and they were getting zapped every two seconds. Pt said that the communicator lights were flashing blue and green back and forth and so they left the device alone all night and so the device was dead this morning so they charged it back up to 60%. Pt said that the device threw a couple codes like 338 and 316 or something. Agent walked the pt through resetting the communicator during the call. The equipment was working as intended during the call. Pt said that the ins was a miracle and that they could walk and do things without pain. Pt said that they were able to cut their pain meds down in half from having the ins. Pt said that they had a little discomfort but they could deal with that instead of the pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.